Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient had two patient programmer and was unable to navigate anywhere on the screen and occasionally got splash screen that read "interstim". If the patient moved in the right direction, the patient programmer seemed to communicate better. Impedances showed normal range. The hcp tried both bonding both patient programmer and used a clinic programmer with similar results. It was also mentioned that the patient fell down the stairs "a couple months ago" and could possibly coincide with when they started having difficulties with the patient programmers. When palpating pocket site, the hcp stated the device was "close to surface but not bulging". No further complications were noted or anticipated.